Event description:
I was implanted with essure coils as a form of permanent birth control in 2011. Within less than a year, I developed heavy abnormal bleeding. My gyro found an abnormally large ovarian cyst that required surgery. In the few months, it took to get me set up, I started having lower abdominal pain which was then attributed to the cysts and had a couple of faints. In (B)(6) of 2012, I underwent surgery and tests showed the removed cyst was benign. The pain started up again a month later, the abnormal heavy bleeding for weeks continued and other health issues began showing themselves. However, health insurance ran out and I've since suffered with extreme pain, loss of sex drive, vaginal discomfort, heavy bleeding, dizzy spells, collapsing, mini stroke like symptoms, weird tingling sensations in hands and feet (particularly the right side), sleep problems either extremely tired despite sleeping a ton or can't sleep, constantly depressed, lack of motivation, terribly forgetful, blurred vision, unpredictable extreme bloating, nauseous, hives on arms and legs, recently, cannot wear my earrings as my ears start swelling and itching fiercely, could not figure out what could be wrong with me until I found a (B)(4) group last year that was full of women suffering like me. Now I believe firmly that I am suffering from side effects from essure that were never brought to my attention. I was told this was basically side effect and pain free. I intend upon getting a hysterectomy to remove these but instead of a choice, I feel forced in able to live a normal life again.